Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -15.0/2.5/100 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was removed and later replaced with a shorter length lens due to excessive vault. This exchanged resolved the problem. Unknown was reported to be the cause of this event.